Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Device interrogation revealed that the right ventricular lead had elevated capture threshold and decreased sensitivity post implant. No intervention was performed at the time.

Manufacturer narrative:
Additional alleged malfunctions on the lead were reported in manufacturer report: 2938836-2018-13023.

Event description:
New information noted that the lead was revised. Patient was stable post procedure. Additional alleged malfunctions on the lead were reported in manufacturer report: 2938836-2018-13023.